Manufacturer narrative:
2/10/1998-supplemental report #1 submitted to FDA.

Event description:
The product was used during a duhumel procedure. Reportedly, the instrument misfired. The surgeon used another instrument to compelte the procedure. The hosp has reported no pt injury occurred.